Manufacturer narrative:
UDI: (B)(6). Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an exostosis surgical procedure on the ear canal, it was observed that the micro attachment device had some sort of blockage. According to the report, it could only be an old cutting tool end that was broken off inside the attachment preventing insertion of the new cutting tool. It was reported that there were no delays in the surgical procedure and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon investigation of the returned device, it was determined that a piece of cutter device was stuck inside the attachment device. Therefore, this report represents 1 of 2 for the same event. The cutter device has been added in the concomitant section. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that a piece of an unknown cutter was noted inside of the attachment locking mechanism. Therefore, the reported condition was confirmed. It was also determined that the device was taken apart and it was noted that excessive corrosion, medical debris in the locking mechanism assembly and preventing the lock tabs from releasing the cutters which caused the failure. The assignable root cause was determined to be due to organic debris and materials which led to corrosion and normal component wear out. If additional information should become available, a supplemental medwatch will be submitted accordingly.